Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 579 mg/dl. The customer declined assistance for the matter, advising that she had since lowered her blood glucose levels and that things had gotten better. She stated that she did not observe any kinks in the infusion set tubing or any liquid around the insertion site. She reported that she treated with 85 units of insulin on top of the insulin delivered by the insulin pump in order to lower her blood glucose. She also complained that she had to change the infusion sets almost daily due to the amount of insulin she was using. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.